Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated (500's mg/dl), after the doctor took them off of intravenous drip and placed back on pump therapy. Elevated bg levels were addressed by placing the customer back on to intravenous drip, and adjusting pump settings. Reportedly, the customer also had diabetic ketoacidosis and was already being treated at the hospital.